Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical support engineer (tse) to report the insufflator has locked system out of everything. The caller did say they restarted the insufflator (not system but insufflation only) as well as replaced tube set with no change. No related errors in logs currently available. The tse walked caller through pressing stop on insufflation but lock still present on smoke evacuation. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using same insufflator. There was no damage to the cannula seal/tube connector being used for insufflation. Did not cause any delay to the procedure. There was gas in the belly so insufflation was partially functioning. There was minor visibility issues but the field remained visible and the procedure was completed. The issue was not completely resolved but was able to complete using same insufflator. There was no instrument control issues. There was no injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected logs and the logs did not indicate any reoccurring faults, initial fault caused by power grid fluctuations resolved via power cycle. The fse recommended not to replace insufflator unless repeatable fault occurs. However, the customer opted to have insufflator replaced with upcoming preventative maintenance (pm). The system was tested and verified as ready for use.